Event description:
During evaluation of a returned spectrum infusion pump, the device experienced keypad malfunction. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Service evaluation verified the keypad malfunction. The cause was identified to be failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.